Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), who reported it was unknown what the cause of the neurostimulator being off was, if the swallowing issues were resolved, or if any other actions were taken or planned to resolve the issues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient lost their ability to swallow and they thought it was because the patient "wasn't getting treatment" from the deep brain stimulation. During the course of the patient's swallowing issue, the caller stated that the patient was scheduled to have their implanted neurostimulator checked by their healthcare provider, but the appointment was cancelled because the patient ended up going to the ER on sep-09 and had to get a peg (percutaneous endoscopic gastrostomy) tube to address the swallowing issue. The caller stated that they initially thought the swallowing issue was a progression of parkinson's, but on sep-29 they checked the implant with the patient programmer and discovered that therapy was turned off. The caller was uncertain as to how therapy was turned off, but they noted that they did see an improvement in the patient's swallowing when therapy was turned back on. The caller stated that the patient was sent to a rehab facility, but then they had swallowing issues again and it was discovered that the peg tube was clogged. The caller confirmed that the peg tube got unclogged, but at the time of the call they indicated that the patient was still in the ICU "hoping to get some function again." They also mentioned that the patient's ins battery level was low when they checked it yesterday with the patient programmer, but they could not remember if therapy was turned on. The caller was unable to confirm therapy status during the call because they were not with the patient. The caller mentioned that the patient was unable to charge their battery because they lost the dtc, ac power cord, and recharging shoulder holster.